Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: crease fold, deformation, voids in the gel and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted.